Event description:
The ortho summit processor (osp) instrument photometer is reportedly reading microwell ods below the labeling claim for the elisa assay being run. Only 2 microwell plate rowe and the reference lamp seem to be affected. No death or serious injury was associated with this incident.